Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to an adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in 2008. The plaintiff had one child. Approximately three months after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. Approximately two years after implantation of essure, plaintiff began experiencing fatigue, weight gain, abdominal bloating, migraine headaches, pelvic and back pain, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. As a result of this pain and suffering, plaintiff sought treatment with physicians for years. In an attempt to diagnose plaintiffs health problems, she underwent a test for (B)(6). In (B)(6) 2011, plaintiff underwent an exploratory procedure and was advised that one of her coils likely migrated. Since then, she has been unable to afford a procedure to determine where that coil may be. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Four years later, she was submitted to an exploratory procedure and was advised that one of her coils likely migrated. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (within the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since a surgical procedure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Four years later, she was submitted to an exploratory procedure and was advised that one of her coils likely migrated. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (within the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since a surgical procedure was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.